Event description:
It was reported after an implant the patient had retention. It was noted the patient had not urinated since the implant which was the day of report and the patient normally urinated 100 times per day. It was also noted the device was off. Follow up reported the patient went to the emergency room a few days later and was catheterized for the urinary retention. It was noted at that point the stimulation had not been turned up. The patient's health care professional attributed the retention to the anesthesia. The catheter was removed, the device stimulation was turned up and the patient was voiding one time per hour versus four times per hour prior to implant.

Manufacturer narrative:
Product ID: 3889blue_lead, serial# unknown, product type: lead. (B)(4).